Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases, a curved opening on the posterior, crack opening, delamination valve, and wear abrasion. Leak test and microscopic analysis was performed which identified delamination total of the valve, crack opening, striated opening on the posterior, and white particles in the inner device. Based on the device analysis the final assessment is a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool, total delamination of the valve (adhesive failure), and a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.